Event description:
It has been reported to philips that the system is down, will not start up. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon inspection, the fse determined that the issue was caused by a malfunction of the pdu(power distribution unit) fan tray. The fse replaced the pdu fan tray and dcps(direct current power supply). After replacement of the pdu fan tray and dcps, the system was returned to use in good working order.